Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted

Event description:
When opening, the sheath of the stent was folded in the box. Impossible to launch a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 02-mar-2022.

Manufacturer narrative:
Device evaluation 1 unit of evo-fc-10-11-6-b and lot# c1877160 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2022. On evaluation of the device a broken flexor was observed at approximately 100cm from white tip. Red marker on return was at the point of no return. Lock wire in place. Handle actuated as intended. Stent could not be deployed because of the flexor breakage. Several attempts were made to obtain additional information regarding this device. Documents review including IFU review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1877160 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has or has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1877160. It should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review due to the limited information provided a definitive root cause could not be determined. A possible root cause could be attributed to transportation, storage facilities or handling of the device during removal from packaging. It is possible the device was kinked before use and the attempt to actuate the device once kinked would have broken/pulled apart the flexor as seen in the lab photos. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.